Manufacturer narrative:
(B)(4). On the event date (B)(6) 2021. Customer returned pump for an alleged motor error. Unable to perform displacement test and selftest due to motor error alarm during rewind. Insulin pump received motor error alarm during rewind due to corroded motor home switch. Insulin pump history download using thds was successful. However, pump error alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Pump error alarms are due to the pump not having power for a long period of time. Unable to verify motor error alarm due to corrupted history file. Insulin pump was cut/open and inspected no moisture damage or component damage found inside the pump. Test reservoir lock properly inside the reservoir tube. The following were noted during visual inspection: cracked reservoir tube lip. Confirmed motor error alarm due to corroded motor home switch during rewind. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering because the bolus was not delivered as it should since blood glucose went high. Customer's blood glucose 29 mmol/l at the time of the incident. Customer's current blood glucose level 19.2 mmol/l. Customer was treated with manual injection. The customer will continue the use of device.

Manufacturer narrative:
The pump powered up after the test battery was installed. No blank display noted during testing. The pump alarmed motor error alarm during rewind test due to corroded motor home switch. Unable to perform displacement test, self test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat due to motor error alarm during rewind test. Unable to perform the required testing for under delivery anomaly due to motor error alarm. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Unable to verify motor error alarm due to corrupted history file. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Test reservoir lock properly inside the reservoir tube. The following were noted during visual inspection: cracked reservoir tube lip. Blank display was not confirmed. Under delivery anomaly and bolus anomaly were unknown. Unable to confirm alleged high bg's. Motor error alarm was confirmed due to corroded motor home switch during the rewind test. Unable to complete the required testing due to motor error alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.